Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported a false negative hcg result on a patient using the alere hcg combo cassette 40t. The patient was tested with the alere hcg combo cassette 40t with a faint positive result. The test was repeated with another alere hcg combo cassette 40t with a negative result. The pregnancy was confirmed by a blood hcg test: 28 miu/ml. Tests conducted same day but timing between tests is unavailable. The distributor was unable to specify whether the same sample or different samples were used for the two alere hcg combo cassette 40t tests. No additional information is available.